Manufacturer narrative:
(B) (4). The ge service rep has ordered an interconnect cable to replace on the unit, but the replacement process is under negotiation with the customer.

Event description:
The customer reported that the system did not boot up. The power indicator on the workstation turned on normally, but the system did not turn on.